Event description:
I underwent bilateral lasik. I had an autoimmune disorder and somewhat dry eye going into the procedure. My surgeon deemed me a "perfect candidate." I was a low myope prior to surgery. After surgery, I have been unable to drive at night for 7 years due to starbursts, severe glare, distorted vision, 5 images of everything, have severely dry eye with recurrent corneal erosions, bad vision not corrected with glasses, irregular astigmatism, haze, peripheral scarring, suffered stage 2 dlk after surgery, and was legally blind for 3 weeks after surgery. I eventually lost my job, as I could no longer drive myself home in the evening or work in the office building due to debilitating dry eye. In addition, my surgeon put the wrong prescription into the lasik machine. I had the autonomous ladarvision laser. I had bad depression for 2 years following this tragedy. Life has never been the same and every day is a constant struggle filled with pain and bad vision.